Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was involved in a no flow incident. This occurred during patient infusion of total parenteral nutrition (tpn) solution using an unknown IV pump, an unknown set, the IV connector, and a central venous catheter (cvc). The pump alarmed for a downstream occlusion. The nurse then attempted to flush the cvc port but was unable to. The one-link IV connector was then removed and no issues were encountered in flushing the unknown set. The original setup was then put back together without the IV connector and pump did not alarm again. There was no patient injury or medical intervention associated with this event. No additional information is available.